Event description:
Customer reported that the insulin pump returned a button error alarm and none of the buttons were responding. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 176 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.